Event description:
Device #1 issue: suture did not capture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, surgical hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure using the ¿perclose¿ method of a moderately calcified right femoral artery after an interventional procedure. Reportedly, ¿the whole thing came out¿, which was described as meaning the suture was not captured. The device was removed and a second proglide was attempted, but with the same results. The suture was removed and hemostasis was achieved with surgical closure. Arteriotomy closure of the left femoral artery was attempted with another proglide device and the suture was not captured. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. Device #2 and #3 perclose proglide (part 12673-05, lot unk) indicated are being filed under separate medwatch MFR numbers.